Event description:
Per the medwatch form filed, "while attempting to engage mimi mitek, the sleeve broke and was unable to implant the device, the hard bone was initially scraped prior to the attempt, this occurred x 2 devices. Situation required drilling the bone for implant to engage."